Event description:
It was reported that the field representative requested the trend of the shock impedance for this implantable cardioverter defibrillator (ICD) as the clinic asked for further advice due to the observed fluctuations. The shock impedance trend was provided to the field representative and it was noted that there was a measured value of 128 ohms, which is high out of range. In addition, the other lead trends appear stable and further troubleshooting options were provided. The right ventricular (rv) lead model/serial is unknown at this time. Additional information was requested. The ICD system remains in service. No adverse patient effects were reported. Attempts to obtain additional information were unsuccessful. There was no further information provided after due diligence was completed.

Event description:
It was reported that the field representative requested the trend of the shock impedance for this implantable cardioverter defibrillator (ICD) as the clinic asked for further advice due to the observed fluctuations. The shock impedance trend was provided to the field representative and it was noted that there was a measured value of 128 ohms, which is high out of range. In addition, the other lead trends appear stable and further troubleshooting options were provided. The right ventricular (rv) lead model/serial is unknown at this time. Additional information was requested. The ICD system remains in service. No adverse patient effects were reported.